Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycema. Related adverse event is being reported under (B)(4). This is to report 1 of 3 sensors that were used at the time of event.

Event description:
It was reported that an adverse event occurred. The patient¿s daughter reported that four sensors (one on (B)(6) 2019 and three on(B)(6) 2019) were inserted into the abdomen but would not start. Each sensor displayed sensor error and ??? For over an hour and would not provide values. On (B)(6) 2019, because the sensors would not start, the patient¿s blood glucose (bg) was taken and the value was high. The patient became unresponsive, emergency medical services (ems) was called, and the patient was transported to the hospital. The patient was admitted to the intensive care unit (ICU) with a bg of 1024 mg/dl. The patient received IV fluids, IV insulin, electrolytes and IV dextrose. The patient became responsive and remained in the ICU at the time of contact. Data was evaluated and the allegation was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.